Event description:
It was reported that a patient who had a replacement on (B)(6) 2021 is showing a battery status of 11-25%. The generator passed all functional specifications and quality tests prior to distribution. No additional relevant information has been received.

Event description:
The patient was seen again and the battery was observed to be 75-100%. The battery rebound event was confirmed to be related to a known event cause by the impedance behaviors in the beginning of the battery's life. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life.